Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's blood glucose results were 101 and 168 mg/dl. Tests were done within 10 minutes. "Checkstrip test 94 (82-110 mg/dl) and control test 112 (91-123 mg/dl). All reading were within range." Pt did not experience any adverse events. No further info has been reported.